Event description:
It was reported, the patient was hospitalized about a year ago for a long duration. He was unable to recharge his battery and his battery has been dead for a year. The battery depletion was reported to be premature. It was noted stimulation was very helpful for the patient¿s pain and he was interested in changing his battery to a non-rechargeable. The patient had less than 50% therapy relief.

Manufacturer narrative:
Product ID 3708240, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 399930, lot# v010745, implanted: 2006 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2006 (B)(6); product type recharger product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient. (B)(4).